Event description:
Customer reported fluid leaked from the pump segment during an infusion. Per the customer's report "rn attempted to put primary tubing into smart pump. The pump kept alarming "air." The rn made several attempts to start pump but it kept alarming." The rn removed tubing and noticed a leak in the flexible piece that fits in the channel. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been returned. A follow up report with failure investigation results will be submitted, should the device be returned for evaluation.